Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2012. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2014.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted during which the surgeon note the previous mesh had rolled up and basically gone through the internal ring partially. It was reported that the patient underwent revision surgery on (B)(6) 2014 during which the surgeon noted there was a wad of mesh in the direct space of the recurrent hernia. This was resected free of the surrounding tissue and discarded. It was reported that the patient experienced pain. The other procedure is captured in a separate file. No additional information was provided.